Event description:
It was reported that after initial implant procedure patient developed pericarditis due to atrial lead. Pericardial effusion was also noted, the patient was treated with pericardiocentesis on (B)(6) 2022. The patient was stable after procedure.